Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported, visual inspection confirmed housing damaged. Functional evaluation confirmed the device could not generate or control negative pressure due the vacuum motor being defective. Root cause determined as component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during service evaluation the renasys go cannot control or generate negative pressure due to a defective vacuum motor. No case involved.